Manufacturer narrative:
The particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). The individual particle of unknown origin that was returned was identified in laboratory testing as mainly carbon and oxygen, with lesser amounts of minerals, consistent with organic material and mineral deposits. The origin of this particle is unknown. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Report 2 of 2, see related medwatch report number: 0001920664-2019-00180.

Manufacturer narrative:
Evaluation completed. The product sample was returned in a plastic bag labeled case 5. It contained two small pouches. One was opened, and one was sealed. The pouches were not labeled with part number or lot number. The opened small pouch contained a greenish colored irrigation sleeve. The sleeve was dirty with particulates and dried solutions all over inside and out. The tip of the sleeve was curled inward. This sleeve looked used. The particles were small specks that were mostly white in color. These particles had the appearance of dried salt solution and organic type matter. The sealed small pouch contained a needle wrench. There was a circle drawn on the back of the pouch with what looked like purple ink. Microscopic inspection was performed, and no particle was found inside the pouch. Additionally, just outside the drawn circle there was a dark spot. Upon closer inspection it was determined that the dark spot was a pin hole. The sterility of this pouch had been compromised. The cause of the pin hole cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable. Further investigation under way. Report 2 of 2, see related medwatch report numbers: 0001920664-2019-00180.

Event description:
The user facility reported fibers coming out of the phaco handpiece during surgery. The fiber was noticed after the initial groove had been made at the beginning of phacoemulsification. The phaco hand piece was removed and a macpherson forceps was used to remove the fiber. No other fibers were seen during the case. The rest of the surgery went well, as did the irrigation & aspiration. The eye was irrigated well at the end of the case to ensure that there were no fibers in the eye. The patient was seen at 1-week post-op with 20/20 va and no intra-ocular inflammation. Neither patient had fibers in the eye at the 1-week post-op visit.